Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of the ventricular signals on the atrial channel that lead to inappropriate atrial tachy response (atr) episodes. Technical services (ts) advised possible reprogramming. The device remains in use. No adverse patient effects were reported.